Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date, diagnosis and name of initial surgical procedure? Were any concomitant procedures performed? Other relevant patient history/concomitant medications? Product code and lot number? Were there any pre-existing signs/symptoms of active inflammation prior to this surgical procedure? Date - time of onset of pain and osteitis pubis/ inflammation? Location and character of the pain? Diagnostic confirmation of osteitis pubis? What medical intervention was performed? Results? What is physician¿s opinion as to the etiology of or contributing factors to pain and osteitis pubis? What are results of cystoscopy? Was any deficiency or anomaly of the mesh? If yes, please describe it? It was reported that ¿patient does not wish tvt removal ¿: does the mesh removal required? Reason? What is the patient's current status?

Event description:
It was reported that the patient underwent a gynecological procedure on unknown date and the mesh was implanted. The patient experienced bladder pain and osteitis pubis. Cystoscopy was performed to exclude tape erosion. It was also reported that the patient does not wish a mesh removal and currently, is on long term atb. Additional information has been requested.